Event description:
A pt was diagnosed with a corneal ulcer os located 1 mm above visual axis at 12 o'clock position in 2003. Pt reported to optometrist that they wear their lenses on a daily wear schedule, but only disinfects their lenses 2-3 times per week and soaks in only saline the remaining days of the week. Optometrist suspects contamination due to non-compliant lens care procedures. The pt also reported a pre-existing history of corneal ulcers, therefore they were referred to the ophthalmologist they had seen before for treatment of this incident. Pt prescribed patinol drops, fortified tobramycin & fortified kefzol. Visual acuity reported as 20/20 before and after incident with small scar remaining. 3 weeks later, the optometrist refit the pt and dispensed lens care products. No further info is available at this time.